Event description:
It was reported that the patient received a vibratory alert due to out of range lead impedance. Lead fracture was suspected. The lead was capped and replaced. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.